Event description:
It was reported that the patient came into the clinic feeling dizzy. The insulation of the atrial lead was cracked in the center of the lead upon removal. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.